Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was slightly bent. Functional testing noted that the unit returned good geometry and divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the probe tip was reported to be bent. It was reported that the instrument was discovered in a tray. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacture date provided.